Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the statlock device is opening could be related to an inadvertent application of adhesive in the locking area of this unit during the manufacturing process. One statlock device was returned for investigation. The paper backing was attached to the adhesive substrate. The locking arms were disengaged from the retainer and a microscopic examination of the sample revealed adhesive under the edge of the locking arm retainer on the statlock device. The adhesive prevented the locking barbs from sliding completely under the locking edge of the retainer. The tips of the locking barbs exhibited plastic deformation, which is most likely caused by the premature opening of the retainer. A functional test revealed that the retainer had some retention force, but could be opened without unlocking the locking arms. Patient movement or the position/type of device in the retainer may also affect the retention properties. A lot history review (lhr) of juarf028 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that allegedly the plastic holder of statlock dialysis stabilization device goes on very easily - spring very often by themselves - which is not good for the stabilization of the dialysis catheter . Previously this went on very hard and have certainly not myself opened - hence the dialysis catheter falls out permanently. When a pack ((B)(4) pieces) of these errors in half of the stabilization devices occurs - which is not acceptable for the customer.